Manufacturer narrative:
(B)(4). Entire lift will be returned to manufacturer for analysis. Supplementary report will be forwarded once analysis is complete.

Event description:
Home care pt alleged that the weld on the triangle where the mast actuator attaches to the lift arm broke. It twisted to the right and is sunken into the lift arm. A pt was in the lift and was lowered to the floor slowly. The pt was not injured.